Event description:
During the coil embolization procedure for major aorta pulmonary collateral artery (mapca), an orbit(637mf0202/15458608, complaint product) was detached at the green zone using a dcs syringe ii(635-002/96331174, complaint product). However, when the physician pulled back the delivery tube proximally, it was noticed that the coil would not be detached and still attached to the delivery tube. It was further explained as the coil did not detach initially and thus the physician started pulling back the delivery tube through mc and detached unintentionally within mc. At the same time, the proximal section of the coil(approx.5mm) unraveled and separated in two pieces. When the coil was separated in two pieces, the distal part of the separated coil was in the target lesion and the proximal part was in the microcatheter. Although the proximal part of the separated coil was unraveled, it was safely pushed into the target lesion by using the coil pusher. So, the entire coil was in the target lesion and no part of the coil was remained within the gripper. Afterwards the procedure was successfully completed without any further issues. There was no patient injury/complications reported. There was no coil entanglement with previously placed coils suspected to contribute to this event. It was noted that the vessel was mildly tortuous; however, it is unknown if it was calcified too. It is confirmed that the same syringe had been used to successfully deploy other coils prior to this one, but it is unknown how many coils were being placed during the procedure. It is unknown if the same syringe was used successfully with other coils after the event. Prior to detachment, it was verified under fluoro that there was no stress against mc or delivery tube. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times.

Manufacturer narrative:
Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the device after the event. The syringe was filled with saline from a dedicated source of saline. It is unknown if the microcatheter was re-shaped or not. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15458608 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product device except embolic coil is expected to be returned and thus additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the procedure was coil embolization for major aortopulmonary collateral artery (mapca) that was mildly tortuous but the level of calcification was unknown. No patient information (age, gender, dob and weight) was provided. During the procedure, an orbit ((B)(4)) was detached at the green zone using a dcs syringe ii ((B)(4)). However, when the delivery tube was pulled back proximally, it was noted that the coil did not detach and was still attached to the delivery tube. At the same time, the proximal section of the coil (approx 5mm) unraveled and separated in two pieces. The proximal portion of the coil was left into the microcatheter (renegade/stryker, type unknown) and the rest of the coil in the target lesion. With follow-up investigation it was confirmed that the coil including the headpiece separated from the delivery tube. Then, the unraveled/separated coil was safely pushed into the target lesion using an unspecified coil pusher and the procedure was continued with no further issues. Afterwards the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The devices were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the device after the event. The syringe was filled from a dedicated source of saline and the coil system was prepped without any difficulty. The syringe pressurized as expected during use. The syringe had been used to successfully detach other coils prior to the event; however, it is not known how many. It is not known if the syringe had exceeded the green zone/position #3 prior to the event. It is not known if the syringe was used to detach other coils after the event. It was verified that there was no stress against the mc or delivery tube prior to attempt to detach the coil. It is unknown if the microcatheter was re-shaped or not. No additional information is available. A non-sterile orbit mini complex fill 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received partially zipped and no damages were noted on it. The support coil and gripper were found outside of the introducer and no damages were noted on them. The embolic coil was not received for evaluation. The gripper was inspected under microscope, no obstructions or damage was noted on the purge hole. Additionally marks indicating that the embolic coil had been tight fitted into the gripper were observed. The functional test could not be performed since to the embolic coil was not received for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure to detach could not be evaluated since the coil was not received for analysis; as reported it detached during withdrawal. There was no discrepancy with the coil detachment point (gripper) or purge hole. Additionally the returned syringe met all specifications of functionality. The instructions for use outlines pressurizing the syringe to the green zone for detachment then momentarily (approximately 3 seconds) maintain the pressure in position #3, green zone. A rapidly decreasing pressure indicates that the embolic coil has been detached. However, embolic coil detachment must be confirmed under fluoroscopy by releasing the second rhv and slowly retracting the delivery tube ensuring that the embolic coil is not being retracted into the tip of the infusion catheter and that the delivery tube marker bands move away from the embolic coil without resistance. It further outlines that if embolic coil detachment is not confirmed proceed to the steps of the alternative coil detachment which outlines increasing the syringe pressure to the red zone. Although with analysis of the returned device a definitive root cause conclusion cannot be made, based on the available information, it appears that procedural factors including not verifying detachment and no pressurizing to the red zone may have contributed to the failure of the coil to detach followed by premature detachment. There is no indication of any manufacturing issues related to the manufacturing process with review of the returned devices or device history records. Therefore no corrective action will be taken at this time.